Event description:
On (B)(6) 2012, the lay user/patient's mother (reporter) contacted lifescan (lfs) alleging that her daughter's onetouch ultralink meter was reading inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on (B)(6) 2012 at 9am. The patient's testing frequency and diabetes management are not known. Immediately prior to the start of the reported meter issue, the reporter claimed the patient was experiencing a symptom of thirst. It is not clear if the patient correlated her symptom with diabetes and it is not known if the patient suffers from other health conditions. Previous to the onset of her symptom, it is not known what the patient's earlier blood glucose result was (with the subject meter) and what action the patient took in response to the reading. It is also not specified if the patient had made any changes to their diabetes management, activity level, or meals before the alleged issue began. At the time of the alleged issue, the patient reportedly obtained blood glucose readings of "200 and 350mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. It is not known if the patient tested her blood glucose with another device after the alleged inaccurate erratic issue began. The reporter denied the patient received any medical intervention/treatment after the alleged issue began. During troubleshooting, the csr confirmed the patient was using the proper testing technique, the subject meter was set to the correct unit of measure setting (mg/dl), and the blood glucose results were from the approved (per owner's booklet) sample site. The reporter did not have any of the patient's testing supplies available. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged issue remains unresolved.